Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs as well as medical record review. X-rays show less than 1 cm leg length inequality, with right leg being longer than the left. It was identified osteophyte formation and superior cyst formation along the shell. Heterotopic ossification and partial bony uncovering suggesting oversized hardware was also observed along the shell. Device history record (DHR) review and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07126, 0001822565 - 2017 - 07127, 0001822565 - 2017 - 07128, 0001822565 - 2017 - 07129. Concomitant medical products: 00875705201 shell with cluster holes porous 61499679, 00875101036 liner neutral 36 mm 61523305, 00771300700 modular femoral stem press-fit 61429010, 00784801100 modular neck 61381492, 00625006525 bone screw 61493819, 00877503602 ceramic femoral head 2538173. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
The patient reported experiencing hip pain, leg length discrepancy, weight gain, spinal injury, and component malpositioning post primary right hip replacement. The patient has not been revised and no further information has been made available at this time.